Event description:
Information received from the field notes that during a routine follow-up, initial interrogation revealed dashes (---) for parameters. When magnet was applied, the device suddenly lost output. Emergency vvi (evvi) restored output. A second magnet application and evvi programming gave the same results. The patient is "relatively pacemaker depen- dent" and the physician elected to replace the device.